Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery to proximal left anterior descending (lad) artery. After a non-bsc guide catheter was placed, a 2.25 x 38 synergy ii drug eluting stent was advanced into the guide catheter and subsequent into the lesion. However, it was noted that the proximal edge of the stent was positioned roughly 8-10mm distal to the proximal marker and had to removed the stent outside the patient's body. It was suspected that there was an interaction between the stent, touhy and the guide catheter. The physician felt no resistance at any point in time which would result to stent deformation. No patient complications were reported and the patient did well.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that; the stent was damaged with stent struts towards the middle of the stent bunched together. Stent struts on the distal side were slightly bunched and overlapping. The stent had moved distally on the balloon over the distal markerband exposing the balloon wall on the proximal side for approximately 6 mm. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several slight hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery to proximal left anterior descending (lad) artery. After a non-bsc guide catheter was placed, a 2.25 x 38 synergy ii drug eluting stent was advanced into the guide catheter and subsequent into the lesion. However, it was noted that the proximal edge of the stent was positioned roughly 8-10mm distal to the proximal marker and had to removed the stent outside the patient's body. It was suspected that there was an interaction between the stent, touhy and the guide catheter. The physician felt no resistance at any point in time which would result to stent deformation. No patient complications were reported and the patient did well.